Event description:
Customer called to report high blood glucose (bg) of 435 mg/dl. Customer stated that he activated the pod in the morning and his bg's were in range (80-120 mg/dl) until 12:15 pm. Customer stated that he ate, then initiated a meal bolus and a correction bolus. By 4:00 pm he was in real pain and went to the emergency room. It is unk what the customer's pain was related to or the actual reason for going to the emergency room. Customer stated that he was instructed to remove the pod until he got released. Customer stated when he removed the pod, the cannula was in the infusion site and everything appeared to be normal. The customer was given 10 units of insulin through his IV. He was calling from the hospital and when his doctor came into his room, he terminated the call. No further info is available.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unk why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.